Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date with blood glucose level was 20 mg/dl. Customer current blood glucose value was 85 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose tablets and sugar intravenous for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they believed insulin pump was alleging for over delivery. Customer stated that they performed displacement test and the test was passed. The insulin pump as well as reservoir will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.